Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted when the device is received and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a stroke intervention procedure, the mechanical thrombectomy device unintentionally detached from the pushwire. The mechanical thrombectomy device is in tangled with the previously implanted carotid stents. The patient presented with global aphasia, right hemiparesis and neglect and was outside of the tpa window. The computed tomography (CT) image revealed left internal carotid artery (ica) origin and left middle cerebral artery (mca) occlusions. There was reported of difficulty accessed the occlusion in the ica origin. Therefore, there was report of placement of the first carotid stent (competitor stent). There was still difficulty accessing the patient¿s cervical carotid tortuous vessel. There was angulation at the junction of the proximal stent and the catheters. Angioplasty was performed with a competitor balloon. There was still difficult to pass the catheters. Therefore, a second competitor carotid stent was placed. Despite placement of both stents there was still no antegrade flow through the carotid. Ultimately, the physician exchanged the device. The replacement competitor devices were able to traverse ica origin occlusion to reach m1 and deploy mechanical thrombectomy device from approximate level of m2 to ica terminus. The device was left in place for about 18 minutes during which time contralateral femoral access placed and angiography performed through separate catheter of right vertebral artery (va), right common carotid artery (cca) which did not show any substantial filling via circle of willis to left anterior circulation. Upon the attempted removal of the thrombectomy device, back retraction of the whole system, the system came down in the vicinity of the carotid stent (where there was difficulty passing device initially). There was a tremendous amount of resistance to either forward or backward motion of thrombectomy device and it was unable to be retrieved into distal access catheter. Ultimately, during this maneuver thrombectomy device unintentionally detached. The pushwire was removed and the thrombectomy device was left within the carotid. Final angiography shows persistent occlusion. The patient¿s clinical condition post procedure remained unchanged from baseline. The hypotension and bradycardia improved with dopamine and subsequently dopamine off. Post procedure CT scan showed left mca stroke, no left aca stroke on and no hemorrhage. There was intravascular gas noted in the vicinity of the left mca, which is subsequently resolved on follow up imaging.

Manufacturer narrative:
The pushwire of the device was returned for analysis without the stent portion as it remains within the patient. No bends or kinks were found with the pushwire. The pushwire appeared to be broken within the proximal coil. The shrink tubing and coil were removed. The broken end was sent out for sem analysis. No other anomalies were observed. Based on the device analysis, scanning electron microscopy (sem) analysis and the reported information, the customer¿s reports of ¿separation¿ was confirmed. Based on sem report, ductile dimple features indicative of tensile overload are visible on the fracture surface. This indicates that the pushwire separated when the tensile strength of the pushwire was exceeded. In this event, use context may have contributed to the pushwire separation, as the physician continued to recover the device against ¿tremendous amount of resistance¿. The cause of the resistance may have been due to the solitaire platinum stent becoming entangled within the pre-existing stent. In addition, the device recovery method used may have contributed to the reported issue. Per the solitaire platinum revascularization device instructions for use (IFU): ¿use of the solitaire platinum revascularization device is contraindicated under these circumstances. Patients with stenosis and/or pre-existing stent proximal to the thrombus site that may preclude safe recovery of the solitaire platinum revascularization device. To prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site. To retrieve thrombus, slowly withdraw the microcatheter and the solitaire platinum revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Note: ensure microcatheter covers proximal marker. Apply vigorous aspiration to the guide catheter using syringe and recover the solitaire platinum revascularization device and microcatheter inside guide catheter. Continue aspirating guide catheter until the solitaire platinum revascularization device and microcatheter are nearly withdrawn from the guide catheter.¿ the lot history record review showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.